Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and elevated thresholds due to dislodgement. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.